Event description:
Customer reports to be stuck in rewind complete / bolus delivery loop. Customer believed issue was with reservoir due to seeing air bubbles. After troubleshooting, customer was able to complete rewind. Customer was advised that reason for loop was due to attempting to bolus while in the rewind / fill tubing process. Customer's blood glucose was 150 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.